Manufacturer narrative:
Patient information was requested, but could not be provided. Philips field service engineer evaluated the device but could not duplicate the reported problem. Device passed all performance tests. There were no parts replaced.

Event description:
The customer reported the exhaled volume reading high. Ventilation continued but the device was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.